Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the lead had good thresholds at placement, but when hooked up to the device the lead wasn't capturing at five volts. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.